Event description:
It was reported that right hip revision surgery was performed. Pain, metallosis and levels of cobalt & chromium reported.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, metallosis and elevated levels of cobalt & chromium. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, the femoral bone stock was good and cystic changes in the head minimal and it was indicated that no contraindication was identified. No other findings that could explain the later revision. The provided documents (including discharge reports) indicate that a revision was performed due to pain. Cultures were not showing any organisms. Further details were not provided. As secondary diagnosis aseptic bilateral femur necrosis was indicated. Further details about this diagnosis was not provided and whether this affected or had contributed to the reasons for this revision remains unclear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.